Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: one device was received for evaluation. Visual inspection was performed and the device was found to be torn near the opening. The device will be submitted for further investigation.

Event description:
It was reported that the back part near the connector of the anesthetic bag broke after starting anesthesia. The reporter noted that there was no problem during the pre-use check. There was a patient involvement but no patient harm.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed but a root cause could not be identified.